Event description:
It was reported that during preventive maintenance it was noticed that after a short time after the start up of the system an alarm appears and error 1004-02 is displayed. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and found that the unit was five years old and had never been serviced. He performed a full service and replaced all defective or worn parts as per service order (B)(4). He completed the system restore, complete pm, calibration, full functional tests and safety tests as per the service manual. The unit passed all tests. This is the final report for this event.

Event description:
(B)(4). The initial report for this complaint was submitted on paper july 30,2015.

Manufacturer narrative:
A maquet field service technician will investigated the unit in question. A supplemental medwatch will be submitted if additional information becomes available.